Event description:
It was reported that patient came in with son and stated that her portable blincyto chemotherapy pump was leaking at the circular filter area. No patient injury reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: one sample was returned for investigation. The sample was received in used conditions without its original packaging, decontaminated and inside a plastic bag. Visual inspection and functional test were performed. Visual inspection found no obstructions, damage, broken, or other defects in none of the joins of the product. Functional test was conducted for leak using hydrostatic vessel. During the test, the filter presents leak. Complaint is confirmed. Root cause cannot be associated with manufacturing process since the failure could not be reproduced following assembly process, therefore the most probable root cause was that the filter became damaged for the use of solutions that contain high levels of surfactants. No corrective actions are performed since failure mode is not related with manufacturing process. The cause of the reported issue was traced to user interface. No lot or serial number was provided therefore, a device history record DHR review could not be performed. : device expiration date / device manufacturing date are not available because no lot or serial number was provided. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).